Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer was advised to replace the graphic user interface (gui), printed circuit board (pcb). The customer will request for the covidien customer support engineer (cse) to update the software after the repair is completed. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) display was blank. There was no pt involvement.